Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was delivering too much insulin. The customer had a low blood glucose of 35 mg/dl. The customer treated with food and glucose tablets. The customer had been experiencing low blood glucose for 1 month. Their current blood glucose was 110 mg/dl. Troubleshooting was not performed because the call was disconnected. The device will not be returned for analysis.